Event description:
Pump was returned to service with note "device failed volume accuracy. Rate of 999ml/hr at 30ml vtbi, infused 25ml. 100ml test failed also". There is no report of pt injury or medical intervention. No add'l info was available.